Event description:
It was reported that the bd nano¿ 2nd gen pen needle experienced molding defects with sharp protrusions. The following information was provided by the initial reporter: stated, the pen needle has "a design flaw," and there is a piece of plastic on the hub that presses against his skin and causes pain. No injury to report.

Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed. Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle experienced molding defects with sharp protrusions. The following information was provided by the initial reporter: stated, the pen needle has "a design flaw," and there is a piece of plastic on the hub that presses against his skin and causes pain. No injury to report.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.